Event description:
Per the clinic, the patient experienced a skin flap breakdown and subsequently developing an infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on january 09, 2023.